Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening and wear abrasion. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified a striated edge opening in the radius and broken sharp edge in the suture tab. Based on the device analysis the final assessment was a striated edge opening on radius side due to surgical damage, and a broken striated edge in the suture tab due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and use error.

Event description:
Healthcare professional reported left side "burst apart" and ¿doctor had planned to take the right side expander and move it to the left side¿. Device was explanted.